Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# 0209404154, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type. Lead. (B)(4).

Event description:
Additional information reported the issue had occurred during the permanent implant procedure following the completion of the patient's trial. The patient's "therapy was effective" and the "patient was well" following the replacement of the lead.

Event description:
It was reported there was damage detected while capping the lead during a procedure. It was further reported ¿the proximal extremity of the lead was broken when the surgeon disconnected it from the extension.¿ the lead was replaced as a result of the event and the issue was resolved. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.